Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. When the customer loaded a second cartridge, a cartridge alarm 25 (removed cartridge alarm) occurred. Then when the customer was attempting to load a third cartridge, a cartridge alarm 19 occurred. Reportedly, the fourth cartridge was successfully loaded and insulin delivery was resumed. There was no impact to the customer's blood glucose level.